Event description:
The user facility reported that during an esophago gastro duodenoscopy (egd) procedure, the user utilized the needle knife to cut stricture rings in the patient's esophagus. The stricture rings were said to be comprised of scar tissue. The distal end of the needle reportedly detached from the device and became lodged in a ring of scar tissue in the patient's esophagus. The physician attempted to use a biopsy forceps to retrieve the detached section, without success. An x-ray was said to have been performed the following day, but the needle tip did not appear on x-ray. The location of the fragment is not known. The patient's current condition is unk.

Manufacturer narrative:
The user was reportedly aware that the needle knife is only supposed to be used in papillotomy (incision of the major duodenal papilla) and that it was not intended for the aforementioned procedure. Olympus followed up with the user facility to obtain additional information regarding the reported event, but did not receive any additional detailed information. The subject device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that 4mm of the needle was missing. The device was forwarded to the original equipment manufacturer (OEM) for further investigation. If additional significant information regarding the report is received later, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.